Manufacturer narrative:
The insulin pump was received unable to perform the displacement due to complete broken reservoir tube lip, missing reservoir tube o-ring and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Event description:
The customer's father reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir would not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump was returned for analysis.